Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the doctor said the patient dislocated their hip multiple times due to inadequate abductors. Pinnacle dm liner was removed and replaced with a constrained liner. Zimmer biomet stem was retained so their 28mm head was used. Doi: (B)(6) 2021. Dor: (B)(6) 2021; (left hip).